Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft delivery system was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm. The patient's anatomy was moderately tortuous with slight calcification. It was reported that during advancement the stent graft kinked between the nosecone and the delivery system therefore the stent graft was removed from the patient. The physician pulled a second aneurx bifurcated stent graft of the same size and the case was completed successfully. There were no clinical sequelae reported and the patient is reported to be fine.